Event description:
It is reported that a customer was hospitalized (B)(6) 2014 for high blood glucose level of 700 mg/dl. The customer stated that they had kidney failure and had a defective pace maker. The customer stated that they had replaced the pace maker. The customer was assisted with trouble shooting and assisted with reprogramming the time and date on their insulin pump. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.